Event description:
It was reported that ¿once after the patient got it the doctor had to go in and replace the probe.¿ the doctor reportedly did not get it in the right spot. The patient stated that this was ¿a few weeks after she got this thing.¿ no patient outcome or clear reason for misplacement was reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0fkw4, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient; product ID neu_unknown_lead, lot # unknown, product type lead. (B)(4).

Event description:
Additional information received reported that the patient was ok.